Event description:
On (B)(6) 2012 the reporter contacted animas to report that on (B)(6) 2012 the patient noted the pump history did not record the prime that had been performed. The patient also claimed that his blood glucose level was 276 mg/dl, without symptoms, which was higher than normal. During the troubleshooting telephone call, the patient noted he did not see insulin coming out of the new tubing during a bolus. The issue was not resolved. The patient did not suffer any injury due to the reported pump. The patient's blood glucose level of 276 mg/dl without symptoms was not indicative of severe injury. However, as the pump history issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.